Event description:
It was reported that the ar-6480 dualwave pump is not allowing ¿suction¿.

Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation.